Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device trigger was broken (torn off), the device did not function, the device was disassembled and the lower trigger magnetic support coupling was broken. It was further determined that the device failed the following pre-tests: check for leakage, check proper function of the triggers, check function of all modes and check response of on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.